Manufacturer narrative:
Continuation of medical devices: 5076110 lead implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds. The patient experienced recurrence of dizziness and near syncope last month. The rv capture thresholds were increased to the highest outputs, which resolved the symptoms. It was noted that the patient continues to experience occasional palpitations and ¿squeezing¿ chest pain. During the procedure, two left ventricular (lv) leads were attempted, but not used due to no ¿superior capture threshold¿ and in most locations no capture at all. The physician decided to use the alternative rv epicardial lead, with stable thresholds to give the patient more than 5 years of pacing. The lead is still in use. No further patient complications have been reported as a result of this event.